Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
It was reported that after receiving the recall letter, the customer stated that the unit was missing segments. There is no patient involvement reported. There is no report of serious injury or death associated with this event.